Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event details have been requested; however, no further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Expiration date: 08/2019. Device manufacture date: 08/2014. (B)(4).

Event description:
It was reported that the oxygen tubing disconnected from the mask's connector while in use on the patient. There was no adverse impact to the patient. No additional information was provided.

Manufacturer narrative:
Additional information: a quality investigation was conducted to include a batch review and testing of retention samples of 104-e and no discrepancies were noted. A prior CAPA was leveraged for this complaint and has concluded that possible root causes for disconnection could be attributed to poor application of solvent that join the tube to mask connector and the inconsistency of manufacturing operators to follow assembly work instructions. Corrective action has been implemented. This complaint will be closed without further action. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).